Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient's caregiver contacted global technical services (gts) regarding assistance with a low drain volume alarm while using the homechoice (hc) during the initial drain. The caregiver stated that she saw fibrin and air bubbles in the patient line. Gts asked the caregiver how the alarm was resolved and the care stated that she pressed "stop" and "go." Gts reviewed the programming and found that the initial drain alarm was set to 1800ml and the last fill volume was 2200ml. The caregiver stated the patient drained out 1800ml and that the hc was able to complete therapy. Gts recommended that the caregiver notify the patient's nurse and call baxter at the time of the alarm for troubleshooting assistance. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the patient's wife on (B)(6) 2010. The patient's wife stated that by morning the fibrin had dissolved. No allegations were made against any baxter products. The samples have been discarded and will not be returned for evaluation. The wife stated that she notified the nurse of the fibrin and air in the line. The nurse thinks the fibrin may have just been a mucus plug. There was no patient injury or medical intervention associated with this event. This report for a low drain volume alarm was not confirmed due to a lack of sample, therefore, the root cause was not determined. A batch review was not performed since lot number was not available. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).